Event description:
It was reported that the table of the 2800 system, when raised to its maximum elevation, experienced a loss of elevation and tilt. Could not lower the table. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced potentiometer (rl). The system was tested and found to be working as intended and placed back into service.